Event description:
Peri-implantitis was reported. Patient came with lose prosthesis, on clinical examination implants itself appeared loose and radiograph showed bone loss around implants, prosthesis along with failed implants were retrieved under local anesthesia. Tooth sites # 36-37. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s title is not provided / unknown.